Event description:
It was reported that this pacemaker was explanted due to patient care of pain since implant and normal native rhythm. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to patient care of pain since implant and normal native rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The allegation could not be confirmed by laboratory analysis.